Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: the boluses in the bolus history matched the bolus totals in the total daily dose history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed a delivery accuracy test and found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were missing bolus records in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.